Event description:
A male patient in his 40's underwent a two level fusion procedure on l4-s1 in (B)(6) 2010. On an unknown date, between the time of surgery and (B)(6) 2010, a routine follow-up x-ray showed the sequoia poly screw assembly on the right side at l5 was disassociated. The x-ray shows the tulip head is on the rod disassociated just above the screw shaft. There has been no revision surgery and currently one is not planned. The patient is doing well, and the surgeon is monitoring the patient. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Patient information was unknown. Product was implanted in (B)(6) 2010 and has not been explanted. The product will not be returned. It has remained in the patient. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.